Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous common femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. However, during the inflation at 6 atmospheres, the balloon ruptured in a vertical form. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.